Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system freezes, and the arc does not move. Upon troubleshooting, rse found that the issue was due to collision error between c-arc and table. To resolve the issue, rse calibrated the bodyguard sensor and observed the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that c arc was completely frozen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.